Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the equipment and confirmed the reported complaint. The inspiratory and expiratory patient module was tightened, and the unit was returned to service.

Event description:
The hospital reported the unit was not driving the bellows. There was no report of patient involvement.